Event description:
It was originally reported that the pt experienced a loss of effect. Device was implanted for treatment of pain and treatment for her bowel (rectum) due to prolapse and it caused nausea, sweats, and stated that her "blood pressure goes way up high and way down low". It was reported that the device had made the pt hurt in the spine, groin, and head. It also caused her to be "crazy" and depressed and that she almost committed suicide. Pt noted that she had no problems with her bladder and the trial did not help with her symptoms but that the physician implanted the device. Turning off the device did not help, and the physician advised her to turn it back on. The device system was explanted and she felt "great" since the removal. Further info was requested.

Manufacturer narrative:
(B) (4).